Event description:
It was reported via repair work order that the fowler would not raise or lower and may have been stuck elevated due to screw misalignment, fowler assembly arm detached, fowler limit switch assembly damaged, fowler motor mount damaged and fowler actuator box weldment damaged. It was also reported that the motion interrupt pan was damaged. It was further reported that the CPR cables were damaged.